Event description:
It was reported that the patient experienced ineffective therapy. Reportedly, one of the leads had migrated resulting in high impedances on all contacts. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was restored post op. Investigation was unable to determine which of the leads migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch:a000170324 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.